Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 primary mitral regurgitation (mr) for a mitraclip procedure. When the steerable guide catheter (sgc) was advanced through the groin, resistance was met. Upon removal of the sgc, the soft tip was flared outward. The sgc was then replaced and the procedure continued. The mr was reduced to grade 1 with a mitraclip. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported failure to advance could not be conclusively determined. The reported soft tip deformation appears to be ca cascading event of the failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.